Event description:
Patient with an aortobifem already in place underwent aaa repair due to an aneurysm developing at the point of anastomosis. At the time of placement of a renu graft, a CT showed that a 26 mm graft was appropriate. However, ives was used and showed that a 28 mm device could be used. There were no 28 mm devices available, but there was 5 mm of neck diameter to merit using the 26 mm graft. The patient did not have a tortuous anatomy and no undo amounts of thrombus or calcium at the renals. The renu graft was seated just below the renals. A body extension was used at the distal end of the graft. The physician ballooned a second time and this did appear to slow down the leak. The physician thought the endoleak would resolve on its own by the follow-up.

Manufacturer narrative:
Evaluation: still under investigation.